Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of an IV catheter. The implicated product was 20g insyte autoguard bc. Approximately two-thirds of the catheter and needle cannula were visible in the photograph. The catheter adapter and needle hub were not within the frame of the photo. A light grey and possibly translucent particle was visible on the needle between the primary and secondary bevel. In addition, it appeared that there was some material near the catheter tip where the lie distance is measured. Your reported issue was confirmed. However, the composition and origin of the foreign material could not be determined from the returned photograph. The material could be residual lubrication or foreign material from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc. The following information was provided by the initial reporter: ed staff identified a 20 gauge IV catheter with particles on the needle and functional abnormalities in threading the catheter over the needle a couple of weeks ago. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient involvement.